Event description:
It was reported that patient had right femur revision surgery. Sales rep is unaware of the reason for the revision. Rep reported that there were no issues with the reported items when removed. "Replaced with a long gamma nail."

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.